Event description:
It was reported that a collimator too large error is displayed on the 9800 system and the c-arm does not have vertical movement (go down). There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failures could not be duplicated. The system was tested and found to be working as intended and placed back into service.